Manufacturer narrative:
Device power up properly after battery installation. Device passed self test and displacement test. Device was monitored for 24 hrs. Battery was removed from pump and monitored for 10 minutes. Device power up properly after insertion of the battery and no pump error 23 alarms were noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error post-reset ram crc alarm. Customer's blood glucose level was 240 mg/dl. Customer also stated that the insulin pump had unexpected restart. The device will be returned for analysis.